Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Upon disassembly of the returned pump, no depositions that would have contributed to a functional issue was observed. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Microscopic inspection and high potential testing of the returned driveline segments did not reveal any areas of compromised wire insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The device was returned for analysis. Evaluation is not complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a fall where the patient had landed on the driveline. The patient was stable with no alarms or issues; however a CT scan of the abdomen showed that the driveline had been tunneled through a portion of the bowel during the primary lvad implant on (B)(6) 2016, and that after the fall the bowel contents was now leaking around the driveline. The patient underwent an abdominal washout, and blood cultures had been negative for three days. The surgeon believed the lvad to be contaminated with bowel contents, and the patient received a pump exchange as planned on (B)(6) 2016 due to driveline infection.